Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the outer cannula of the device failed to fire. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. First photo shows the labelling information of the device which was cross verified with the trackwise details. The second photo shows one maxcore device which is in initial position, placed in a seal opened package and labelling information of the device shown, which was cross verified with the trackwise details. The third photo shows one maxcore device which was placed in the seal opened package hold by the operator. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive as the provided photo evidence does not support the reported failure to fire for two devices. However, for the third device investigation remain inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the outer cannula of the device failed to fire. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.